Event description:
It was reported that there was a ¿mechanical problem¿ about five years ago. The patient further clarified that for five days she experienced severe withdrawal, was delirious, did not get effect and was in ¿such¿ pain. ¿all the diagnostics¿ were run and the pump seemed to be working ¿right.¿ the physician could not figure out what the issue was. After five days ¿it simmered down¿ and went away and was ¿working again.¿ there was no granuloma but ¿some mysterious things.¿ it was not known what medication this device system delivered at the time of the event. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8575, lot# n0045376, implanted: (B)(6) 2005, explanted: (B)(6) 2012. Product type: accessory: product ID 8709, lot# j0058118r, implanted: (B)(6) 2001. Product type: catheter. (B)(4).